Manufacturer narrative:
Motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, pump error and reservoir leak. The customer¿s blood glucose level was 212 mg/dl. The customer reported that they had an issue with the motor could not rewind the pump. The customer stated that they reservoir was leaked inside the reservoir compartment. The customer stated that the leak was past second o-ring. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be and reservoir will not be returned for analysis.